Event description:
It was reported that this right atrial (ra) lead recorded a low out of range pacing impedance measurement of less than 100 ohms. Ts recommended performing isometrics and pocket manipulation. This ra lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).